Manufacturer narrative:
The device was returned and analyzed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was not at eri yet but was being replaced because the patient was complaining of discomfort. Since the device had only two years left the physician decide to explant and replaced the device. The device was implanted at a new location which was submuscular instead of right under the skin. The patient was stable prior to, during, and after the procedure.